Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when setting up for a lumbar case, when they got to the instruments page in the application, the red localizer faulted message was present. They brought in another navigation system to continue the set up. There was no patient involvement. It was reported that the network device interface (ndi) toolbox showed bump detected and internal temperature exceeded.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(6). H3, h6: multiple fdd/annex a codes were reported. A05 was coded for red localizer faulted. A1102 was coded for red localizer faulted message was present. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. The returned camera was analyzed. The position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .326mm with a passing threshold of .250mm. Codes b01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.